Event description:
Pt experienced ventricular fibrillation at 0706 on 6/6/97. Monitor technician states the monitor alarm did not sound at the time of the arrhythmia. Attempts at cardioplumonary resucitation were unsuccessful.